Manufacturer narrative:
This report is submitted on january 8, 2019, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the surgeon, the patient developed an infection. Subsequently, the wound is scheduled to be drained and cultured, however, it is unknown if this has occurred as of the date of this report.